Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service technician that during a regular inspection of the cardiosave intra-aortic balloon pump (iabp), the pressure of the new pressure regulator did not increase. Since the vacuum side could not be adjusted, a new regulator drive was replaced, but the pressure still did not increase. A different regulator drive was then replaced, and the problem was solved. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). The fse that encountered the issue replaced the drive regulator (0103-00-0633), but the pressure would still not increase. The drive regulator was replaced a second time. All functional and and safety tests were performed to meet factory specifications. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 26 june 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0103-00-0633 rev h, sn: (B)(6)_fipc regulator, drive. This part was received with a reported unit failure message of pressure regulator does not increase. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed regulator, drive into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed drive regulator calibration and observed pressure was not increasing. Also, the fat dept. Could not be able to adjust pressure regulator. The fat dept. Verified the failure message of pressure regulator does not increase. Regulator, drive failed testing. Retaining regulator, drive in the fat dept. Per procedure (B)(4) rev au. The fse stated that the second drive regulator will not be returning as it is missing. The most probable root cause is excessive stress or fatigue.